Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection and functional testing were performed. The f-49 alarm was identified during functional testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. The cause of the condition was determined to be a depleted battery. The battery was replaced to resolve the issue. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had f-49 (malfunction in real time clock: abnormal rtc data) alarm. This occurred before use. There was no patient involvement. No additional information is available.